Event description:
Attending surgeon reported that a patient presented with a recurrent hernia. The patient was returned to the or for repair. Adhesions to the intially implanted device were observed at the time of re-operation requiring adhesiolysis.